Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was 29 mg/dl. The patient was treated at home by emergency medical service. The customer had a seizure. The customer stated the perceived cause of low blood glucose was unsure. After the troubleshooting was done, customer was advised to monitor the pump and speak to healthcare provider about her concerns about the humidity and having effect on her body and blood sugars.